Event description:
It was reported a mild eccentric aortic jet was seen on intraoperative echo. A pinhole in an internal mammary artery graft was thought to be the cause of the pt's poor hemodynamics. The pt was unable to come off the cardiopulmonary bypass, suffered cardiac arrest, went into pulseless electrical activity, and despite resuscitation attempts, expired in the operating room on (B)(6) 2011.